Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer received replacement batteries under warranty. The cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the returned batteries at the product analysis center (pac). The pac technician verified the batteries were depleted, which was the cause of the reported issue. The batteries were archived by stryker.